Event description:
It was reported that the right ventricular lead (rv) had a malfunction of the sensing circuit. The lead was attempted to be replaced but a new rv lead could not be implanted due to superior vena cava occlusion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.